Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery. The stent could not be removed after it dislodged. Subsequently, a rotawire, rotalink advancer and rotalink burr were used to grind the stent and the ground stent was left inside the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 20 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.